Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with the abbott diabetes care (adc) device. The customer received an unspecified high glucose reading on the adc device compared to an unspecified glucose reading obtained on a competitor brand meter. The customer noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). As a result, the customer experienced symptoms described as a loss of consciousness and disorientation. The customer was unable to self-treat and presented to a hospital. Upon arrival, the customer had contact with a healthcare professional (hcp) who obtained the customer's temperature and administered a 20% glucose infusion and a potassium tablet as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event. Higher readings of 128 and 280 mg/dl on the adc device were compared to competitor brand meter readings of 29 and 80 mg/dl respectively, on day 6 of wear. The results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.